Manufacturer narrative:
The fse identified the source of the smell reported by the customer as a damaged stepper motor driver pcb (printed circuit board) and replaced this part to resolve the issue. An evaluation of the replaced part by the complaint handling unit at (B)(4) confirmed a burned (charred) component on this pcb. The available evidence suggests a user-caused electrical fault (overcurrent due to a short circuit) resulted in the damage. (B)(4).

Event description:
On (B)(6) 2016 the customer reported an electrical burning smell which had been detected coming from the customer's access2 immunoassay system (serial number (B)(4)). The customer indicated that no persons had been injured as a consequence of this event. A beckman coulter fse (field service engineer) was dispatched to evaluate the system.